Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that customer experienced a blank display screen and received an unexpected restart error alarm when battery was changed. Customer's blood glucose was 200 mg/dl and 488 mg/dl. Customer treated with manual injection and attempted to change site. When site was changed, customer noticed that insulin leaked into the reservoir compartment due to o-ring moving. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the functional testing, including the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No unexpected blank display was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube and a cracked reservoir tube lip. No moisture damage on the motor assembly or electronic assembly noted during visual inspection.